Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is liquid in reservoir compartment.

Manufacturer narrative:
The insulin pump was received with no moisture damage found on the electronics, motor, keypad, reservoir compartment, battery tube and vibrator assembly noted. The insulin pump passed displacement test. However, the insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and missing the end cap sticker.